Event description:
Boston scientific received information that the patient with this pacemaker experienced a loss of consciousness and went to the hospital. The device was interrogated and it was noted that there was no right ventricular (rv) capture. A magnet was applied which then provided capture, but when it was removed, no capture was again observed. A review of the memory noted that the automatic capture program had increased the pacing thresholds to 3.5 volts and then did not retest for an hour, at which time, the patient lost consciousness. The device did then retest and increased the pacing threshold measurements to 5.0 volts. Boston scientific technical services (ts) for further assistance on this behavior. The algorithm was discussed in detail and a request was made for a memory download to have the boston scientific engineers assess the issue. No additional adverse patient effects were reported. Additional information was reported that the patient again presented with high rv pacing threshold measurements and was scheduled for a lead revision. Two hours before the procedure started, the pacing threshold measurements had exceeded the maximum output of the device, requiring external pacing and a temporary lead. Both the right atrial (ra) and rv leads were successfully replaced. Both leads were competitor products.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received over one year later that the patient with this pacemaker experienced a loss of consciousness and was brought to the hospital. Interrogation of the device revealed that there was no pacing therapy at maximum outputs. A chest x-ray was performed and there was no visible evidence that the leads had dislodged. A revision was performed the next day. Both leads were tested on the pacing system analyzer (psa) and normal measurements were observed; however, when the leads were connected back to the device, it was noted that there were no pacing outputs. The physician suspects a header issue and that this behavior may have some relationship to the previous issues observed with this device. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the absence of pacing outputs noted prior to explant. Analysis was unable to confirm if this issue resulted in the earlier observations of high pacing threshold values resulting in loss of capture that occurred in 2014.

Manufacturer narrative:
The memory download was received and analyzed. It was discussed that all automatic pacing threshold testing performed since implant had all been successful with pacing threshold measurements of 1.1 volts or less. The only unsuccessful test was the result of a commanded test which was performed when the patient has seen after experiencing the loss of consciousness. The error occurred at the beginning of test, but no out of range pacing impedance or amplitudes were noted. The feature was then turned off before another test could be performed. According to the data, the device had been pacing at 1.6 volts with back up pacing at 3.5 volts. It was discussed that if there was a lead issue, it would explain why the device went into suspend at 3.5 volts. If the device had been allowed to run another test, it most likely would have found high pacing thresholds and increased the outputs to 5.0 volts. At this time, this device remains implanted and in service. Once any additional information becomes available, this report will be updated.